Event description:
Doctor reports that patient had episodes of losing consciousness. She has spinal bifida with a ventricular atrial shunt. She has had the same holter valve throughout. The shunt was tapped with moderated negative pressure and was able to aspirate blood into the syringe. Patient did not have an interventricular hemmorhage. Her shunt plugged following the procedure. The shunt was revised two days later.